Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) registration number has been used for the manufacture report number. The reported lot # [1016890] was not found for the reported catalog # [60593]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gp series infusion set. Spike tip broke off when inserting it into the fluid bag. The following information was provided by the initial reporter: "a midwife was inserting the spike in to the fluid bag and the tip of the spike broke off. There is no other report of other spikes doing this, the staff member was not injured and therapy continued after replacing the set." "Slight delay in infusion whilst replacing set."

Event description:
It was reported that the gp series infusion set. Spike tip broke off when inserting it into the fluid bag. The following information was provided by the initial reporter: "a midwife was inserting the spike in to the fluid bag and the tip of the spike broke off. There is no other report of other spikes doing this, the staff member was not injured and therapy continued after replacing the set." "Slight delay in infusion whilst replacing set."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2243072-2021-00334 was sent in error. These products are not sold in the us nor are they a similar device to those sold in the us and are therefore exempt from us FDA reporting requirements. See h10.